Manufacturer narrative:
Other applicable components are: product ID: 37602, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for parkinsons dual and movement disorders. The caller reported that the patient was considered "catastrophic" with end stage parkinson's. The caller reported that the (B)(6) comes into the patient's home to see them as they did not leave the house. The caller reported that the patient was not "well" and clarified that the patient's parkinson's condition was worsening, but stated this was expected. The caller reported that this worsening of symptoms started in (B)(6) 2005-. The caller also reported that starting from 2017, (B)(6), the patient was experiencing some dementia, no device issues reported. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the hcp indicating they thought a history of utis and advancement of the disease was the cause of the worsening in parkinson's condition and dementia. It was noted this hcp had not seen the patient for several years.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The patient codes (B)(4) and (B)(4) no longer apply. Other-dementia no longer applies. Serious injury no longer applicable. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider who stated that the cause of the worsening of parkinson's dual and dementia was a urinary tract infection. The patient was hospitalized and antibiotics were used to resolve the worsening parkinson's dual and dementia. The worsening of parkinson's dual and dementia were reported to be resolved.